Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error and cosmetic damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for cosmetic damage, found the insulin pump was dropped and had a crack on top of the screen. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Product return was requested for mmt-1884 and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place during testing. Pump passed self-test and displacement test. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thump. No relevant stuck key alarms were noted in pump history. The electronic assemblies were inspected, and no anomalies noted. All buttons functioned properly during test. No keypad anomaly noted. Unit was received with: battery tube threads - cracked, cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), keypad overlay texture damage, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In summary customer concern of cracked case was confirmed during visual inspection when cracked case on battery tube was observed. Keypad button unresponsiveness was not confirmed due to buttons functioning properly while navigating menu and no relevant alarms noted in pump download history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.